Manufacturer narrative:
Batch review performed on 16-aug-2024 lot 2404438: (B)(4) items manufactured and released on 08-mar-2024. Expiration date: 2029-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 16-aug-2024: cup: versafitcup cc trio 01.26.45.1148 acetabular shell cc trio no-hole ø 48 (k122911) lot 2343953: (B)(4) items manufactured and released on 20-dec-2023. Expiration date: 2028-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mectacer 01.29.408 ceramic liner ø 32 / c lot 2404456: (B)(4) items manufactured and released on 08-mar-2024. Expiration date: 2029-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. (Item not registered in us)

Event description:
At about 4 months after primary, the patient has been revised because of joint luxation caused by instability. Liner, ball head and cup revised successfully.